Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. As the redraw and repeat results were reproducible, a pre-analytical sample handling issue is suspected. The hardware issue found by the field service representative is not a likely cause of the event.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for calcium gen.2 (calcium). The customer also noted that they had a calcium result from another patient that they did not believe and had to repeat four to six weeks ago. The customer could not provide any specific information regarding this second patient sample. The sample in question initially resulted as 5.4 mg/dl and this result was reported outside of the laboratory. The doctor made a request to have an additional sample collected from the patient. The second sample was tested and resulted as 10.6 mg/dl. The customer then repeated the original sample and it resulted as 10.6 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The calcium reagent lot number was 60708301, with an expiration date of 02/29/2016. The field service representative determined that there was a fluidic failure. He cleaned and replaced the vacuum valve, squeegies, and the sample probes. He ran operational and mechanical checks; these passed. The customer verified that their quality controls and patient samples had no further errors for calcium.